Event description:
During a procedure the week of 03/17/2000, the osteotome snapped off in the pt's nose. It snapped flush against the bone, which chipped off part of the bone. The dr had to give more anesthetic to the pt to remove the broken piece of the instrument. As a result, the pt has a 1/16th of an inch scar. To date, there have been no additional procedures as a result of this incident.